Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A customer reported the body of the adc lancing device was cracked and separated and she had to prick her finger manually to obtain a blood glucose result. The customer experienced pain and bruising at the test site and self-administered first-aid treatment. Customer further reported that two days later she was still experiencing pain so she self-presented to a healthcare professional who applied bacitracin first-aid antibiotic ointment to the test site. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the body of the adc lancing device was cracked and separated and she had to prick her finger manually to obtain a blood glucose result. The customer experienced pain and bruising at the test site and self-administered first-aid treatment. Customer further reported that two days later she was still experiencing pain so she self-presented to a healthcare professional who applied bacitracin first-aid antibiotic ointment to the test site. No further treatment was reported. There was no report of death or permanent injury associated with this event.